Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the reagent probe a collar wash and assigned the cause to a faulty reagent probe a collar wash valve. The fse replaced the collar wash valve to correct the leak and suppressed quality control results. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) hotline support that they discovered fluid on the reaction wheel and the reagent carousel of their unicel dxc 600 pro synchron system. When the customer attempted to test quality control (qc) samples all results were suppressed and the instrument did not generate results. The customer wore personal protective equipment consisting of gloves, eye wear and a lab coat during the event; no exposure to leaked fluids was reported. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.